Event description:
It was reported via social media that a vessel perforation occurred.a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa. Upon removal of the was, the patient's artery was perforated, and the patient experienced internal bleeding. Six units of blood was required. A large blood clot formed as well. The patient spent two weeks in the hospital and was transferred to a rehabilitation center for another week and a half.